Event description:
Product was utilized on (B)(6) 2012. Product was received on (B)(6) 2012 due to viscosity issues. Pt was admitted to local hospital with sepsis r/o toxic shock syndrome. Reason for use: post sinusplasty endoscopic.